Manufacturer narrative:
All the buttons function properly, however, corroded keypad traces were found during the visual inspection. There was no button error alarm during testing. It was noted during the visual inspection that the moisture damage was found on the electronics, motor, battery tube, and vibrator assembly. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, a scratched reservoir tube window, a cracked reservoir tube, and a cracked reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a button error alarm. Customer's blood glucose was 192 mg/dl. Customer stated that he received the alarm after the pump got wet. Customer was asked to remove the battery and try to dry the pump. Customer stated that the error still occurred. Customer received a replacement pump.